Event description:
It was reported that intra op, the nim console is giving the false negatives. There was no patient impact.

Manufacturer narrative:
H3: analysis found that the crm radio firmware revision was not correct. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of both the relevant devices was completed and found that the radio firmware revision was not correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.